Manufacturer narrative:
Bat048673, bat048795: the returned batteries passed external visual inspection and functional testing. During the review, log files revealed occurrences of premature switching events near to the event date. The premature switching events are most likely due to communication anomalies between the battery and the controller. However, the reported event could not be replicated or confirmed at the bench level. As a result the batteries performed as per specification. The most likely root cause of the reported event is a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. The results of the analysis in this report found no fault; therefore, the device in this report is not considered to be FDA reportable. It was reported by the vad coordinator that the patient experienced power switching. The controller and batteries were exchanged and returned to the manufacturer for evaluation. There were no reported consequences or impact to the patient. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-00914, 3007042319-2015-00951 and 3007042319-2015-00952 ) submitted for devices related to the same event.

Event description:
It was reported from germany by medical staff that an inpatient experienced a loose power connector. The controller was exchanged. There were no reported consequences or impact to the patient. No additional information was provided. This is report 2 of 3.

Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: 1650de bat048892, 1650de bat048902, 1650de bat048795, 1650de bat048673. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis dated (B)(4) 2015: normal power consumption; no alarms have been logged in the last 14 days of available data. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This is one of three reports (3007042319-2015-00914, 3007042319-2015-00951 and 3007042319-2015-00952 ) submitted for devices related to the same event.